Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. Product was used for therapeutic treatment. Concomitant therapy: unknown uretex. Preoperative diagnosis: urogenital prolapse, stress urinary incontinence. Procedures performed: laparoscopically assisted vaginal hysterectomy, left salpingo-oophorectomy, anterior and posterior colporrhaphy with a posterior pelvicol platform, sphincteroplasty, perineoplasty, cystoscopy, tension-free vaginal tape, and cystourethropexy. Complication post pelvicol and uretex surgery: in 2003 patient suffered from dyspareunia, abnormal discharge, left ovary tenderness, suture protruded, pain, infection, urinary problem, fistula formations, bleeding, dyspareunia after mesh placement. First additional surgery: in 2004 patient underwent examination under anesthesia, hasson laparoscopy, extensive lysis of adhesions for status post hysterectomy with lower pelvic pain and dyspareunia. Complications post first additional surgery: in 2006 suffered from intestinal cystitis, urinary tract infection, and hemorrhoids. Second additional surgery: in 2006 patient underwent granulation reaction, perirectal space for question vaginal fistula.